Event description:
It was reported that the caller experienced an issue with the battery of the t:slim x2 pump not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.